Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on july 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off-necrosis (won) due to pancreatitis during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the stent was fully deployed; however, it was noted under endoscopic ultrasound (eus) that the stent first flange did not fully expand, which resulted in the stent moving out of its position. The stent was removed using rat tooth forceps and the procedure was not completed. There were no patient complications as a result of this event.